Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of disconnection. The tubing sets were being used to deliver unspecified anesthetic medications IV push, during induction for unspecified surgical procedures. The option-lok male adapters of the tubing sets were connected to unspecified IV catheters. It was reported that after the delivery of the anesthetic medications, the patients were not falling asleep as expected. The tubing sets were examined. It was noted that the option-lok male adapters had disconnected from the IV catheters. It was reported that the option-lok male adapter of the tubing set was reconnected to the catheter and was tightened. The therapy was resumed. There were no reported adverse patient effects and no reported delay of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.